Event description:
A medtronic rep reported the hard drive was failing on the treon navigation system. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Per RMA a replacement computer was sent to site. Upon eval of returned computer the initial test shows computer to boot and function normally. Further testing yielded no errors or problems of any kind. System passed all testing.